Event description:
It was reported that while the patient was walking, the primary IV tubing broke at the lower fitment near the filter and there was an unspecified leak the patient's mother clamped the tubing and returned to the room where the nurse disconnected the tubing and verified patency. Although requested, no additional information about medication/fluid, event, or patient demographics provided except there was no known patient harm.

Manufacturer narrative:
The customer¿s report that the tubing broke near the filter and leaked was confirmed. The separation was observed to be actual breakage of the inlet port of the filter component with the broken off inlet port still within the end of the detached tubing. As the breakage was reported to have occurred after priming of the set, it is likely the breakage was due to excess force as evidenced by the observed stress markings at the corresponding areas of breakage. No functional testing was able to be performed due to the obvious separation and damage. The cause of the breakage was likely due to excess force being applied onto the component during use. The root cause of the excess force was not identified.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that while the patient was walking, the primary IV tubing broke at the lower fitment near the filter and there was an unspecified leak the patient's mother clamped the tubing and returned to the room where the nurse disconnected the tubing and verified patency. Although requested, no additional information about medication/fluid, event, or patient demographics provided except there was no known patient harm.